Event description:
Report received pt admitted to hosp with "overdose issues." Pump was discovered to be "running at too high a rate." - higher than originally programmed. Hosp investigating. Follow up with reporter revealed suspected malfunction of pump - pt had been an inpatient, was discharged and readmitted a day or two later in near "respiratory collapse." Pump rate was immediately reduced. Pump replaced. A supplementary medwatch will be filed when add'l info is received.